Event description:
The customer reported via phone call that when he checked his blood glucose, the insulin pump froze. When he pressed the act and esc buttons the insulin pump alarmed software error. Customer's blood glucose level was 73 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was programmed with multiple bolus deliveries and monitored. All delivered completely their indicated amounts and were properly recorded in the bolus history screen. The insulin pump passed the self test with no alarm. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.